Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. There was damage observed on the guidewire exit port assembly. The telescope assembly was not able to properly pull back, advance, or retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an imaging catheter got stuck in stent. The 99% stenosed target lesion was located in the mildly calcified left circumflex artery (lcx). After pre-dilatation was performed with a 2.0x8mm and 2.5x20mm non bsc balloon catheter and a 3.0x22mm non bsc stent was deployed, intravascular ultrasound was performed with an opticross¿. It was checked that the stent was dilated sufficiently. While removing the catheter from the patient, it was noted that the wire-exit-hole of the catheter was stuck at the proximal edge of the deployed stent. A guideliner was then inserted to remove the catheter and the stuck issue was resolved. Post-dilatation was then performed with a 2.75x15mm non bsc balloon catheter and the procedure was completed. There were no patient complications reported and the patient's condition was good.